Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that 6-8 weeks after neurostimulator (ins), the stimulation kept shutting itself off. The patient reported that she called her healthcare provider (hcp) who arranged for a manufacturer¿s re presentative (rep) to meet in office. The patient reported that the rep did a diagnostic on stimulation, but couldn¿t find anything wrong with the device, ¿but he rectified the problem¿ stating he ¿calibrated¿ the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patients stimulator will give three bursts and then shut off. Patient stated it doesn't matter if the neurostimulator (ins) is full, half full or empty. Patient stated she would have to turn the stimulation back on with the patient programmer. Patient stated there would be a couple hours in between it shutting off. Troubleshooting/interventions were performed, patient called the doctor and the doctor told her to call manufacturer. No trauma/falls were reported to be related to this event. Patient reported that it did not always happen at the same time and there was no clock like she was on scheduled therapy. Patient stated this was not an emergency and she would contact healthcare provider after the holidays. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
The patient code (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018 reporting that the previous ins was replaced due to normal battery depletion. The new implant was turning itself off and they knew this because they were not feeling the stimulation. The consumer would then use the patient programmer to turn the implant back on but did not check to see the icon on the programmer screen for therapy on/off. This started 6 weeks ago in (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.